Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical mastectomy procedure, the device thread broke. They did a re-sewing to complete the case. The patient was not injured.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and no needles. It was observed, under magnification, that the suture appeared to have split under tension. A tensile test was performed on the sealed samples and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.